Event description:
Reported via facility (B)(4). It was reported that during a stenting treatment procedure, a stent dislodgment occurred. The target lesion was located in the right common iliac artery. While advancing a 10.0x60x75cm express ld stent delivery system the stent dislodged in the right iliac artery. An attempt to retrieve the stent by removing the introducer sheath was unsuccessful. The undeployed stent remained in the right iliac artery. A small balloon was advanced and the stent was deployed in the right iliac artery. An unknown stent was then advanced and successfully implanted in the target lesion in the right common iliac artery. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).